Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter; ubd: 16-mar-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 500mcg/ml of gablofen at 35 mcg/day via an implantable pump for intractable spasticity. It was reported the patient had experienced mild withdrawal symptoms. The event date was provided as (B)(6) 2018. A catheter access port (cap) procedure was performed and the healthcare provider could not aspirate. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The logs were read, and the cap procedure was performed unsuccessfully. Surgical repair of the catheter took place on (B)(6) 2018 with an accessory kit. The catheter was partially explanted. The pump segment was replaced, and the spinal segment was trimmed. The catheter was re-anchored and joined together using the collet from the accessory kit in the spinal incision. It was indicated the rep was in possession of the explanted segment and planned to return the catheter to the manufacturer for analysis. The issue was resolved at the time of the report. The patient¿s status at the time of the report was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were not available.

Manufacturer narrative:
Evaluation of implantable catheter serial number (B)(4) revealed a kink in the body of the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was returned for analysis.